Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db220145dc0 model: db-2201-45dc serial: (B)(6) batch: 680131 and 692736.

Event description:
A report was received that clinical study a4010 vercise dbs registry patient developed mild swelling, infection, and skin fistula over the ipg. The fistula and infection were severe. Patient was admitted and underwent an explant procedure. The swelling is possibly related to hardware. The fistula and infection were assessed as unlikely related to the procedure and not related to the device. Additional information was received that the swelling was possibly related to the procedure and device. Additional information was received that the fistula was unlikely related to the device and not related to the procedure.

Manufacturer narrative:
Date of birth: (B)(6).

Event description:
A report was received that clinical study (B)(6) registry patient developed mild swelling, infection, and skin fistula over the ipg. The fistula and infection were severe. Patient was admitted and underwent an explant procedure. The swelling is possibly related to hardware. The fistula and infection were assessed as unlikely related to the procedure and not related to the device.

Manufacturer narrative:
Additional information was received that the swelling was possibly related to the procedure and device. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that clinical study (B)(6) registry patient developed mild swelling, infection, and skin fistula over the ipg. The fistula and infection were severe. Patient was admitted and underwent an explant procedure. The swelling is possibly related to hardware. The fistula and infection were assessed as unlikely related to the procedure and not related to the device.